Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3389-40, lot# j0401952v, implanted: (B)(6) 2004, product type: lead. Product ID 3389-40, lot# j0343931v, implanted: (B)(6) 2004, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly; the battery was not in new condition. Device functioned properly throughout the long term monitor test.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3389-40, lot# j0401952v, implanted: (B)(6) 2004, product type: lead. Product ID: 3389-4,0 lot# j0343931v, implanted: (B)(6) 2004, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that right side impedance was greater than 4000 ohms. Right side 6 and c were ???. It was later reported that the neurostimulator status was ok. No electrode impedances were out of range. It was later reported that the device was explanted on (B)(6) 2014. It was noted that there had been intermittent shut off of the battery since (B)(6) 2013. The battery had been shut off as recommended by the healthcare professional between (B)(6) 2012 and was turned back on in (B)(6) 2013, when symptoms had returned. The patient did not recall an electromagnetic interference issues, but had turned the battery back on with the patient programmer. It was noted that when the battery was interrogated on (B)(6) 2014, the magnetic switch was turned off. There were several impedance issues. The action required as result of the event was a replacement. Impedance testing was done. The cause of the issue was not determined. The battery was not at end of life. Battery voltage was 2.89 volts when interrogated on (B)(6) 2014. Patient was alive with on injury. No patient symptoms were reported. Patient used the patient programmer to turn the battery back on when it would intermittently shut off with returning symptoms. It was later reported that there were no known falls or traumas during the time that stimulation was shut off or during the time the implantable neurostimulator (ins) was turned back on. Stimulation was turning off by itself. It was noted that it was random in nature. The patient had stopped using the therapy because he had moved and had a different healthcare professional that had thought he did not have parkinson¿s. The ins was off from (B)(6) 2012 to (B)(6) 2013, when the patient¿s tremors had returned. The patient was admitted to the hospital. Impedance testing was done at 3.0v 210 pw. The patient was running at 0.9v on the right side. It was noted that all impedances were normal when the new battery was hooked up. Additional information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.